Event description:
It was reported during a colonoscopy/colectomy for cancer the cdh33 was used to connect the anastomosis. The stapler misfired and resulted in the anastomosis being secured by suture. This resulted in increased or time. 11/18/97 the rep said he has an appointment to meet with the dr on tuesday, 11/25/97.